Event description:
It was reported that the physician had difficulty advancing the lead. The physician found that the helix was extended and bent when vein dissection was noted. The lead was removed. No further patient complications have been reported since this event occurred.